Event description:
During a cystoscopy with clot evacuation and fulguration of bleeding vessels and olympus obturator model number: a22042a, lot number: 23402 was being used and during the procedure the distal black ceramic tip of the 26 fr inner sheath detached and fell into the bladder. The surgeon successfully retrieved the tip and proceeded to complete the procedure without further issue. A 22 fr 3-way catheter was inserted and connected to continuous bladder irrigation. The instrument and tip were quarantined and will be sent to olympus via mail for further evaluation will send to olympus as soon as return shipping materials received from vendor approximate date 2/13/2025 or 2/14/2025.